Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Following deployment of the trunk-ipsilateral leg component a proximal type I endoleak was found. An aortic extender component was deployed and ballooned using a coda balloon. The endoleak persisted, and the cuff was more aggressively re-ballooned again, resulting in a dissetion of the proximal aorta. The patient was converted to an open repair using a dacron graft and is reported to be doing well post procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.